Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with acute mitral insufficiency (ami), pre-existing anterolateral papillary muscle rupture, pre-existing large and wide flail, thin and friable leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The clip was ultimately deployed, reducing mr to a grade of 2, and improved the hemodynamics.on (B)(6) 2026, the patient presented with infection and progressed cardiogenic shock with multiorgan dysfunction (kidney failure, liver failure). In the physician's opinion, the mitraclips did not cause or contribute to the infection. A transthoracic echocardiogram (tte) was performed and revealed that the first clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda) and that the second clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. It was noted that patient was transferred to the intensive care unit (ICU) and hospitalized. To treat the infection, antibiotics were administered. It was noted that a transesophageal echocardiogram (tee) was not performed afterward, as it would not have changed the patient's treatment. The initial damage caused by papillary rupture was extensive, so it would be difficult to determine whether the slda could have worsened the situation (clinically, it did not). On an unknown date, the patient died.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to a combination of patient morphology/pathology and procedural factors. The reported difficulty visualizing the clip appears to be related to patient condition. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the cause of death was due to cardiogenic shock and multiple organ failure due to complicated mi by papillary rupture. It was noted that the patient initially presented with an acute myocardial infarction (ami) and papillary muscle rupture prior to undergoing the mitraclip procedure. The mitraclip procedure considered a last resort. In the physician's opinion, the mitraclip devices did not cause or contribute to the cardiogenic shock. It was noted that the patient was in cardiogenic shock prior to the procedure, during the procedure, and after the procedure. Three days post mitraclip procedure, on (B)(6) , 2026, the patient died. In the physician's opinion, the patient's pathology, and mi complicated by papillary rupture contributed to the patient death. In the physician's opinion, the mitraclip devices did not cause or contribute to the patient death, and that if the procedure had been successful, the patient might have survived.